Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, image disappears at angle, noise in the image, water tightness of the tip metal part not maintained, chipping of the illumination lens, color tone of the image abnormal, stress was applied to the imaging cable due to repeated angle operations, and the internal imaging cable, insulation (safety) during high-frequency treatment cannot be secured because the coating is conductive with the exterior metal, bending angle is insufficient due to the elongation of the angle wire, curved rubber scratched, curved rubber adhesive missing, scratches found on the video connector, color tone of the image abnormal, scratches on grip, scratches found on nigiri cover, scratches found on light guide connector, scratches on light guide cover glass, and scratches found on video connector case. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope exhibited noise in the image and image disappearing at an angle. Upon inspection and testing of the customer returned device, the scope exhibited abnormal color tone of the image due to damage to the video connector. (The image is only magenta or green). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. Olympus will continue to monitor field performance for this device.